Manufacturer narrative:
By the check of the sterilization charts of the components involved, no pre-exiting anomaly was found, thus we can state that these components had been regularly sterilized before being placed on the market. Explants were not returned to lima corporate for analysis. No x-rays were available to be provided to lima corporate. Based on the available information, this event cannot be classified as product-related: the sterilization charts confirmed that the involved components were regularly sterilized before reaching the market, moreover, according to the information received, the cause of the infection could be related to patient's osteomyelitis, which was possibly caused by a premature removal of a greater trochanter metal grip (as stated by the surgeon responsible for the revision surgery). Event not product-related. Pms data: according to our pms data, revision rate of revision modular stems due to infection is very low: 0.016%. No specific action for this case. Limacorporate will continue monitoring the market to promptly detect any further similar event. Note: this is an initial-final combined MDR as all the available information were already received and analyzed.

Event description:
Hip revision surgery due to infection performed on (B)(6) 2020. Previous surgery took place on (B)(6) 2017. During the revision surgery, the following components were removed: revision mod. Stem 14mm code 381015020 lot# 1614611 ster. 1600297. Fem. Modular head - m 32mm code 501042322 lot# 1681108 ster. 1600216. Delta-tt acetab.cup 52 mm for code 555215520 lot# 1609824 ster. 1600200. Delta neutr.liner int 32mm #m code 588551158 lot# 1606725 ster. 1600174. Revision modular neck h.70mm code 751515020 lot# 1607672 ster. 1600174. Bone screw 6,5 h.20mm code 842015010 lot# 1612720 ster. 1600241. Bone screw 6,5 h.25mm code 842015020 lot# 1700028 ster. 1700036. The surgeon then implanted a temporary hip stem and bipolar cup (from a competitor) while treating the infection. Multiple tissue samples were taken and sent to pathology, the results were not provided to lima corporate. According to the info received this patient has osteomyelitis, which could have caused the infection. The patient had a greater trochanter grip (which is not manufactured by lima) applied to her proximal femur during an earlier surgery. It was reported that she was not comfortable with it, thus it was removed after 10 months upon patient's request. The complaint source also informed us that the surgeon believed the osteomyelitis is possibly due to removing the greater trochanter metal grip too early before her bone had repaired, causing the trauma. Event happened in (B)(6).